Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a juxtarenal thoracic aneurysm. Vessel morphology was not provided. It was reported that the patient was treated with an open repair emergently approximately one year ago. The patient had a juxtarenal aneurysm that continued to grow. The physician decided to treat the patient with two valiant stent grafts landing the first one inside the bifurcated graft of the open repair device and placed an additional 44x44 on top of the 40x36. The physician bypassed both renal arteries and sma and celiac before placing the stents. The procedure went well; however, the patient had a colon infarct. The physician took the patient¿s colon down and performed a colostomy. The patient did not improved and stopped making urine two days post op. The patient expired approximately five days later. The physician stated the event not related to the device and the patient expired due to colon infarct followed by kidneys failing.

Manufacturer narrative:
(B)(4).